Manufacturer narrative:
The event was confirmed. No material or manufacturing defects were observed on the device features examined. A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated there has been (B)(4) other event for the lot referenced. Visual inspection confirmed the reported event - the threads fractured. The fracture surface is consistent with an overload condition. Product surveillance will continue to monitor for trends.

Event description:
When trying to extract a conical modular restoration stem, the mcreynolds adapter tip broke off in the stem. A vise grip was used and stem was able to be explanted.

Event description:
When trying to extract a conical modular restoration stem, the mcreynolds adapter tip broke off in the stem. A vise grip was used and stem was able to be explanted.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.